Manufacturer narrative:
The insulin pump alarmed for a motor error due to a corroded motor home switch. The displacement test could not be performed and no motor encoder position error alarm could be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a scratched case.

Event description:
The customer's wife reported that the customer's insulin pump alarmed motor error and motor position encoder error as well. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Customer treated with manual shot. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).